Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right atrial lead had dislodged. The helix was unable to extend. The lead was explanted and replaced on (B)(6) 2019. No further information was provided.

Event description:
New information noted that the right atrial lead exhibited loss of capture. It was noted that the patient was having the dialysis port removed and when the nurse pulled out the port the nurse pulled too hard and the atrial lead dislodged. The lead was attempted to be repositioned however, the helix was unable to extend. The lead was explanted and replaced. The patient was in stable condition.